Manufacturer narrative:
The ge service rep conducted an onsite investigation. The reported problem could not be duplicated. The system was cleaned. The system was tested and operates as intended.

Event description:
The customer reported that the system would not save an image. No pt injury was reported.